Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the ir light from the device was very low. There were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Alleged failure: ir light coming from iris stents was very low. Probable root cause: incorrect/inadequate coupler lens coating, use error, inactive aim compatible light source laser, software, main board, scope, use of third party usb cable to connect 1588 ccu to l10. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ir light from the device was very low. There were no adverse consequences and the procedure was completed successfully.